Event description:
The (B)(6) patient had a shoulder fracture treated with orif (open reduction internal fixation) in 2014, that failed and was revised in (B)(6) 2014 with an hemi shoulder replacement. The patient then had a severe loss of range of movement. The surgeon performed an open capsular release and removal of bone. The humeral head was exchanged. The event occurred in (B)(6).

Manufacturer narrative:
According to the information received the hemi shoulder replacement performed in 2014 was "done poorly". The explants and x-rays are not available. The check of the DHR related to the lot # involved (humeral head lot 201211144) did not show any anomaly. A total of (B)(4) humeral head were manufactured with these lot #, and we did not received any other signaling on this lot. By our analysis the device was compliant and the event might have been cause by a sub optimal implant during primary surgery. We received other 3 complaints on hemi shoulder prosthesis with standard humeral heads, were the patient experienced loss of range of motion. (B)(4). In all three cases the product resulted to be compliant to specifications, one of these cases was due to rotator cuff failure. No corrective actions have been planned. Limacorporate will keep monitored the market. Not available for evaluation.